Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the dia 5mm tungsten needle holder (cev738t5) broke during use and a fragment fell into the patient. The doctor indicated that the failure occurred during suture, without any constraints applied on the instrument. It is unknown whether fragments were removed. No injury, death or surgical delay occurred.

Manufacturer narrative:
Updated fields: d4 (primary UDI#), d9, g3, g6, h2, h3, h4, h6, h11. The dia 5mm tungsten needle holder (cev738t5) was returned for evaluation: the device history record (DHR) was reviewed, and no anomalies related to the reported failure were observed. Failure analysis: evaluation of the tungsten needle holder verified the complaint reported by the customer as valid. The movable jaw was broken. Root cause analysis: it was noted that uses requiring the application of excessive force, as well as successive cleanings could have weakened the instrument and caused it to break.